Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1411407) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2014. Access was obtained at the right common femoral artery. The vessel size was noted to be 7+ mm. Following the procedure, the physician who is training to the aci device, selected a mynx ace 6f/7f vascular closure device to close the access site. The physician deployed and removed the device. The physician did not hold firm pressure. The scrub tech reached over to hold 3 minutes of firm pressure because the patient's blood pressure was 163/78 and the patient had a strong femoral pulse. Prior to the scrub tech applying firm pressure, the patient's right groin began to form a hematoma. At the end of the 3 minute hold, the patient's groin was assessed and a large hematoma was felt at the access site and distal to just below the femoral crease (approximately 7 cm in diameter). Manual compression was held for approximately 20 minutes at which time the patient had a vasovagal episode and the patient's blood pressure dropped to 87/48. The patient didn't complain of any back pain. The physician assessed the groin and asked for the patient to receive 250cc fluid bolus and atropine. The patient's blood pressure quickly returned to 125/75. Hemostasis was achieved after the 20 minutes of manual compression. The groin was stable for the remainder of the day while the patient was in the recovery unit. The patient was discharged to home the same day of the procedure.